Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with continuous glucose monitoring showing 45 mg/dl and confirmatory blood glucose meter reading 50 mg/dl, after a recent target range adjustment by the care team. Symptoms included low blood glucose requiring carbohydrate intake. Outcomes included temporary interruption of normal activities due to the low and subsequent recovery of glucose into the normal range per device report. Investigation included review of available device data and user follow-up. Investigation of this case revealed no device malfunction and that the event resolved with oral carbohydrate treatment. It was concluded that the hypoglycemic event had an unclear cause and did not require medical intervention or hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.